Event description:
Event description (native language) \[inquiries]" a patient reported a defective product. (Details) some needles were bent or were not inserted. In february of last year, there was a report from a patient reported and an inquiry(0120-855-90) was made. I had inquired via a short email, but did not hear from them after that. I inquired here about a defective product that we had last year. I do not know the lot number, but the product in question is stored in a pharmacy.

Manufacturer narrative:
Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.